Event description:
It was reported that during a hepatectomy procedure as the surgeon squeezed the handle to ligate the tissue with the clip and the clip came out as opened shape. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, five scissored clips were formed due to the misaligned condition of the jaws. After that, six clips were ejected and the device locked out as intended. Possible causes for the found condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It could not be determined what may have cause the dropping/ejecting condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was a cholangiogram performed during the procedure? Yes, but did not perform properly. Which firing of the device did this event occur on? Yes. What vessel or structure was the device fired on at the time of the event? Not known. Follow up received on (B)(4) 2013 and sent by affiliate on (B)(4) 2013: was the clip fully advanced into the jaws prior to firing? Yes, the operator fully squeezed the handle and advanced it into the jaws. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No, it seemed to operate as usual. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? The device was fired on the patient during the procedure, but since the clip came out without closing, they got rid of it and switched to another device.